Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Replaced return tube plus fitting, membrane switch and float switch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during routine preventive maintenance inspection the unit was leaking. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.